Event description:
It was reported patient developed leg pain post system revision (related manufacturer reference report numbers: 3006705815-2022-01480; 3006705815-2022-01481; 3006705815-2022-01482). As a result, the system was explanted and patient was sent to the hospital for diagnostic imaging and pain control to address the issue.